Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that a motor error alarm occurred during the rewind process. The customer reported other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, and minor scratches on the display window.